Manufacturer narrative:
Expiration date - unk. (B)(4). (B)(4) lens not returned.

Event description:
The reporter stated the surgeon explanted a micl implantable collamer lens, diopter unknown, on 04/04/2016. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens , -11.0 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to inadequate vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (operational problem) : visual inspection of the returned product found no visible damage. The lens was returned in liquid; (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical review, product evaluation and device history record review, a specific root cause of the event could not be determined. (B)(4).